Event description:
It was reported that a pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer initially managed the issue by changing cartridges multiple times until successfully resuming insulin therapy with the third cartridge. Despite troubleshooting efforts, the error persisted, leading tandem technical support to replace the pump. The customer was advised to use multiple daily injections as a backup and was provided instructions for storing and returning the faulty pump. The replacement pump was sent, and the customer was informed about resetting their settings and connecting their continuous glucose monitoring system to the new device.